Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed the issue was due to the customer deactivating the alarm. The customer was provided information about an upcoming update which will provide the functionality to be able to switch alarms for invasive pressure separately. The device was confirmed to be operating per specifications and no failure was identified. Based on the information received, the event was witnessed with no delay in intervention and no harm to the patient. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the patient's oxygen saturation level had decreased but was restored to an acceptable level. There was no delay in treatment and no harm reported. At the time this complaint was received, philips did not have enough information to exclude a malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Investigation confirmed that the clinical staff had elected to deactivate the audible and visual spo2 alarms . No malfunction of the system was identified. Additionally, the system's instructions for use (IFU) advise that the philips interventional hemodynamic system should not be the sole means of monitoring patients and that alternative monitoring capabilities should be available. As such, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcomes. The catalog item identifier and the product UDI have been updated.

Event description:
It was reported the user deactivated audible alarms for spo2 and missed a 'bad oxygen saturation', which is interpreted as desaturation. The patient desaturated while lying on a table between examinations and there was no audible alarm. The users had deactivated the spo2 alarms because 'the system does not allow acoustic selective alarms'. It was indicated this could have led to a safety issue. Information indicated the patient's oxygen saturation gradually decreased to 82%, which was witnessed by staff and a jaw thrust maneuver was performed to open the patient's airway. It was also indicated the audible and visual spo2 alarms had been turned off for four hours related to a problem with alarm management.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the patient's oxygen saturation level had decreased but was restored to an acceptable level. There was no delay in treatment and no harm reported. At the time this complaint was received, philips did not have enough information to exclude a malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Investigation confirmed that the clinical staff had elected to deactivate the audible and visual spo2 alarms. No malfunction of the system was identified. Additionally, the system's instructions for use (IFU) advise that the philips interventional hemodynamic system should not be the sole means of monitoring patients and that alternative monitoring capabilities should be available. As such, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcomes.